Event description:
It was reported that during a robotic pancreatoduodenectomy, the stomach was transected using two green cartridge firings. Malformed staples were observed frequently on the first firing. It was difficult to determine whether there were malformed staples on the second firing because there were only a few staples remaining. The product was used on the stomach. The cartridge color was green. There were no adverse consequences to the patient nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/02/2026. D4: batch #unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: no usual sensation or abnormality was noted during use of the device. More staples than usual appeared not to be properly formed into a b-shape. Any pictures or video available? No. What is meant by there are only a few staples remaining on the 2nd firing? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.